Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced a left hemicorporeal dystonic phenomena as the right electrode was in the wrong position. The diagnostic methods included an examination on (B)(6) 2017 that resulted in the identification of the event. The etiology was noted as related to the device/therapy and related to the implant procedure; the right lead was noted. The actions/interventions taken to resolve the event included reprogramming the implantable neurostimulator (ins) on (B)(6) 2017. The event remains ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the etiology to note that the event was not related to the implant procedure. The patient's signs/symptoms were also updated to include that there was "wrong positioning" of the right electrode. The event outcome remains unresolved with no further actions planned. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was explanted and not replaced.

Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: neu_unknown_lead; lot# unknown; implanted: (B)(6) 2015; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the etiology to indicate that the event was not related to the device or therapy, and related to the implant procedure. This was confirmed to be due to the lead being incorrectly positioned during the implant procedure. No further complications are anticipated.